Event description:
The customer reported that they had a "speaker malfunction". Sound not confirmed when issue first occurred.the device was used for patient monitoring at the time of the alleged malfunction.no adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they had a "speaker malfunction". Sound is not confirmed. The device was in use on a patient. There was no report of patient or user harm.